Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Analysis was unable to perform displacement test or occlusion test due to physical damage. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump was received with missing display window cover. The insulin pump was programmed with test blood glucose meter and connected successfully. No pump / blood glucose meter connections anomalies were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was 12.9 mmol/l at the time of the incident. It was reported that insulin pump was losing its connection to the meter and they also mentioned that it has a crack on the side from the battery compartment going down the side. The insulin pump was returned for analysis.